Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a reservoir leak. Customer stated there was fluid in the reservoir compartment. Customer was advised to disconnect from the insulin pump, remove the reservoir, and dry the reservoir compartment. Customer was not sure if the leak was occuring from the reservoir barrel or the o-rings. Customer stated that the o-ring inside the lip of the reservoir compartment was present and that there were no cracks in the insulin pump. The blood glucose reading was 297 mg/dl. Nothing further was reported.